Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error e315 occurred due to water leakage (air leak) from the scope connector including short circuit of the circuit board in the scope connector or conduction failure due to corrosion of the electrical contacts. The event can be prevented by following the instructions for use which state: 'chapter 3 preparation and inspection before using the product, be sure to make the preparations and inspections listed below. Also, inspect the related equipment used in combination with this product in accordance with their "electronic attachments" and "instruction manuals". If the inspection reveals an obvious malfunction, do not use the product and send it for repair according to "5.3 sending the endoscope for repair" on page 118. If any abnormality is suspected as a result of the inspection, take action according to "chapter 5: if an abnormality occurs". Warning: - using an endoscope suspected of having an abnormality may not only prevent it from functioning properly but may also damage the instrument or injure the patient or surgeon. If an abnormality occurs in 'chapter 5. If, upon inspection according to "chapter 3 preparation and inspection", it is found that the endoscope is obviously malfunctioning, do not use it and send it for repair according to "5.3 when sending the endoscope for repair" on page 82. If any abnormality is suspected, please contact the dealer. If any abnormality is suspected, take measures according to "5.1 identifying and correcting abnormalities". If the product still does not return to normal, do not use it. If the product still does not return to normal, do not use it, and contact the endoscope customer service center, our designated service center, or our branch or sales office. Note that accessories are consumables and cannot be repaired. If accessories are broken, contact the endoscope customer service center, our designated service center, or our branch or sales office for repair. Warning. - never use the endoscope if you notice anything wrong with it. Not only will it not function properly, the patient's body cavity or the surgeon may be injured, or the equipment may be damaged. - if parts fall out of the body cavity due to equipment malfunction or other reasons, discontinue use and retrieve them in an appropriate manner. If an abnormality occurs during use, stop use immediately and carefully pull out the endoscope from the patient according to "5.2 pulling out an abnormal endoscope" on page 79. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to a pinhole on the channel tube, water tightness was lost. Due to a crack on bending section cover, insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up, down knob was out of the standard value. Adhesive on bending section cover had a chip. The scope connector was dirty due to water leakage. Scope connector had a scratch. Plastic distal end cover had a scratch. Connecting tube had a scratch. Due to damage on scope ID cable, scope ID was not displayed. Objective lens had discoloration. Flexibility adjustment ring had a scratch. Protector of universal cord on control section side had a scratch. Protector of universal cord on scope connector side had a scratch. Scope connector cover unit had a scratch. Forceps elevator lever had a scratch. Free engage knob had a scratch. Right/left knob had a scratch. Up,down knob had a scratch. Image guide protector had a scratch. Switch box had a scratch. Universal cord had a wrinkle, universal cord had a scratch. Grip had a scratch. Control unit had discoloration. Control unit had a scratch. Due to a crack on bending section cover, insulation resistance value at distal end did not meet the standard value. Scope cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the evis lucera elite colonovideoscope exhibited: e315 error due to corrosion of the scope connector. There was no patient involvement.